Event description:
It was reported that during a gastrectomy procedure, the white tissue pad was falling off. It was not reported how they completed the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 03/02/2009. Information anticipated, but unavailable at this time.